Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the handpiece got hot and pt received a small burn on cheek. Two pts have been burned in the same way.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the handpiece got hot and pt received a small burn on cheek. During product eval was found that bearings are gritty and falling apart. This cause the handpiece to heat up. Handpiece did not get a repair since 05/2004. (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) (the importer).